Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
Approximately seven months post implantation the patient was admitted with a hemolysis event. This event was not reported by the site at the time of the event. Therefore, no log files were available for analysis. The patient was treated with a heparin drip for three days and discharged home with no reported injury. Actual date of discharge was not provided. No further details regarding the event were reported.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was admitted with a hemolysis event. The patient was discharged with no reported injury. The device was not returned to the manufacturer for evaluation, however, review of the manufacturing documentation confirmed that the associated device met all requirements for release. Controller log file analysis were inconclusive; logs did not reveal any alarms on the reported event date however, logs revealed power consumption outside the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The root cause for the reported "clinical adverse event" cannot be conclusively determined; however, a possible root cause may be attributed to thrombus formation/ingestion within the device. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.